Event description:
Device malfunction: none. Time of symptoms/ae: during the procedure and post-procedure. Symtpoms/ae: hypotension. It was reported that during a procedure of a right carotid artery in 2007, the pt suffered from hypotension from the time of the procedure until discharge 3 days later which required a dopamine infusion. The pt has a history of chronic anemia and thrombocytopenia. No additional info available.

Manufacturer narrative:
Study event.